Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted regarding a rep dreamstation bipap autosv, ds device. The patient states that dirt is coming through the machine into the tubing/mask (possible foam particles). It was confirmed that the black was in his tubing. No clinical information or medical intervention was specified. There was no allegation of patient harm or serious injury. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation. The third-party service center concludes that they could confirm the customer's allegation. During the evaluation, dust was observed. There was no error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, remedial action initiated, recall (z) number has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient states that dirt is coming through the machine into the tubing/mask (possible foam particles). No clinical information or medical intervention was specified. There was no allegation of patient harm or serious injury. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation. The third-party service center concludes that they could confirm the customer's allegation. During the evaluation, dust was observed. There was no error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Previously the manufacturer captured product brand name and h11 was incorrect and it has been corrected in this report. In section d: product brand name has been corrected. In section h: additional narrative has been corrected.

Event description:
The manufacturer was contacted regarding a rep dreamstation bipap autosv, ds device. The patient states that dirt is coming through the machine into the tubing/mask (possible foam particles). It was confirmed that the black was in his tubing. No clinical information or medical intervention was specified. There was no allegation of patient harm or serious injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.